Manufacturer narrative:
The device was returned for evaluation. During testing and inspection of the device, the reported issue of light source not turning on and front panel flashing was not reproduced. The evaluation found the inlet fuse box burnt out. Additionally, the evaluation revealed the following findings: output connector (light guide connection) loose due to wear; normal light filter surface coast peeling; and could not enter high brightness mode due to malfunction caused by mesh turret deterioration. The investigation is ongoing. Follow-up with the user facility is currently being performed to obtain information regarding frequency of occurrence reported by the customer. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that during a diagnostic procedure, the light source would not turn on and front panel would flash. In addition, the customer provided further information that approximately 1-2 times per month the issue would occur with this device. It was noted that the issue was not reproducible by the customer and if they waited for more than a minute, the lamp would sometimes turn on. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was evaluated by olympus. The evaluation found that the light source would not turn on and the front panel would flash was not confirmed. An additional reportable malfunction of the inlet fuse box being burned out was identified. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "light source may not light up," the cause could not be identified, and the event "inlet fuse box burnt out" occurred due to the inlet fuse box being burnt out. Olympus will continue to monitor the field performance of this device.